Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
At 6:30pm a (B)(6) customer received a blood glucose reading on 6.3mmol/l on the contour next usb. He took 12units of humalog, 37units of lantus, and metformin. At 10:30pm, he felt shaky and sweaty. His blood result was 4.4mmol/l but he felt it should have been lower, so took 2 tubes of hypostop and bread with marmalade. This did not help. He collapsed and his wife called the paramedics. They took his blood test at approximately 11:30pm and received a reading of 2.9mmol/l on their meter. The patient was given glucagon and taken to the hospital. He was discharged the following morning. Information regarding further treatment was not provided. Patient's insulin doses were then being monitored by a new dsn. The customer was advised to return the strips for investigation.